Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the catheter and was not returned for analysis. A visual and microscopic examination found that the balloon appeared to have been inflated with balloon wings not refolded. A mandrel was inserted with no issues noted. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties were encountered. The 99% stenosed target lesion was located in a severely tortuous distal left circumflex (lcx) artery. A 2.75x16mm promus element plus drug-eluting stent was selected and advanced but was unable to cross the lesion. When the physician attempted to withdraw the promus element plus, it became stuck in the proximal segment of the target lesion. The physician elected to deploy the stent where it was. The physician used a non bsc stent to cover the distal segment of the target lesion. No patient complications were reported and the patient status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties were encountered. The 99% stenosed target lesion was located in a severely tortuous distal left circumflex (lcx) artery. A 2.75x16mm promus element plus drug-eluting stent was selected and advanced but was unable to cross the lesion. When the physician attempted to withdraw the promus element plus, it became stuck in the proximal segment of the target lesion. The physician elected to deploy the stent where it was. The physician used a non bsc stent to cover the distal segment of the target lesion. No patient complications were reported and the patient status is listed as good.